Event description:
Customer states that the drum vial did not have the expiration date printed on the label. No adverse event reported due to this issue. Requested return of suspect vial and replacement was sent.